Event description:
Boston scientific received information that this system was exhibiting atrial pacing impedance measurements less than 200 ohms. The associated competitive atrial lead had been exhibiting decreased impedance measurements of 100 ohms in bipolar mode and 200 ohms in unipolar mode following implant. Additionally, there were 430 mode switch episodes which were very short in duration. Some of these episodes may be due to noise, but that could not be confirmed as no issues could be recreated during isometrics and pocket manipulation. The caller was inquiring about a possible insulation issue with this lead. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received over three years after the initial observations confirming this lead was still exhibiting out of range pacing impedance measurements. Capture is appropriate and the physician has elected to follow this patient in three months rather than in six months. No other adverse events have been reported. This product issue will be updated if additional information is received.